Event description:
Customer reported via phone call to have received a vibrate anomaly. Customer states insulin pump did not vibrate during temp bolus setting. Customer's blood glucose was unknown. Customer checked to make sure that vibrate option was selected and it was, but insulin pump did not vibrate during self-test. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.